Event description:
It was reported while testing with bd bactec¿ fx, instrument top, a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: (B)(6): (B)(6) 2021, 07:08:35 (gmt). Bottled with b9 and k1 in drawer b will be positive after 30 minutes.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd field service engineer (fse) was dispatched and confirmed that the instrument is functional without any issues. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: (B)(6) : (B)(6)2021 07:08:35 (gmt) bottled with b9 and k1 in drawer b will be positive after 30 minutes